Manufacturer narrative:
Device passed a21 error test and displacement test. No unexpected a21 alarm or reset time or date anomaly after change battery noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 140 mg/dl at the time of the incident. Customer was able to clear the alarm and able to complete rewound the insulin pump. Customer stated the insulin pump was not stored or not in used for an extended period of time. Customer stated the insulin pump alarm did not occurred after inserting a new battery. Customer reported that the insulin pump error alarm was recurred during normal use. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.